Manufacturer narrative:
Section a2: patient age corrected based on section b3 correction. Sections b1 and b2: corrected. Section b3: event date corrected. Section h6: health effect - impact code and medical device problem code corrected. Manufacturer's investigation conclusion: review of the submitted image confirmed the reported extrinsic outflow graft obstruction (eogo). The submitted CT images captured a longitudinal view of the outflow graft under the outflow graft bend relief. Narrowing of the graft was observed under the outflow graft bend relief. The CT images appear consistent with eogo; however, a specific duration of time for which it was present could not be conclusively determined. The submitted controller event log files collectively contained events from (B)(6) 2024 through (B)(6) 2024. All of the captured events appeared to show the pump functioning as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 of the IFU, ¿surgical procedures¿, contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This section also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This section also instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The IFU cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Additionally, section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The patient was admitted to hospital on (B)(6) 2024 with plan to stent outflow graft (B)(6) 2024.the patient underwent stenting of the outflow graft. In all, there were seven stents where the pump speed was decreased and then increased each time. The patient was stable in the hospital with no inotropes and no alarms. The heart failure symptoms resolved following the stent procedure. Log files were sent for review. The event log file contained low flow hazard alarms and set speed changes associated with the patient's procedure. The pump appeared to resume normal operation following the procedure. Based on the data visible in the log file the mechanical circulatory support (mcs) equipment is operating as intended electronically and mechanically.

Manufacturer narrative:
B5: additional information no further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was noted that there were no changes to patient condition or anticoagulation status that may have contributed to the event, and that there were no changes to pump parameters. A copy of computer tomography, CT, images were provided.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that a computed tomography angiography (cta) to evaluate the outflow graft showed partially occlusive thrombus severely narrowed the lumen of the proximal outflow stent graft. There were no low flow alarms. The patient had worsening heart failure symptoms over the last few months. Log files were sent for review. The obstruction did not appear to be affecting the pump parameters, although there was a decrease in flow in the last line of the event log from 4.4 to 3.4 lpm. The pump log files did not contain any type of pump rotor noise or displacement issues. The pump parameters trending were overall unremarkable.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
Voluntary mw number: (B)(4) was received 01oct2024 that states the patient presented on (B)(6) 2024 after computed tomography (CT) demonstrated partially occlusive thrombus severely narrowing lumen of proximal outflow stent graft of lvad as well as with gastrointestinal symptoms. Now status post left brachial artery cutdown and stent placement of lvad outflow tract. Resume heparin gtt this evening and warfarin tonight. Additionally, it was noted that the patient had a history of atrial fibrillation with rapid ventricular response (rvr) with prior atrioventricular junction (avj).

Manufacturer narrative:
Section g2: report source corrected manufacturer's investigation conclusion: review of the submitted image confirmed the reported extrinsic outflow graft obstruction (eogo). The submitted CT images captured a longitudinal view of the outflow graft under the outflow graft bend relief. Narrowing of the graft was observed under the outflow graft bend relief. The CT images appear consistent with eogo; however, a specific duration of time for which it was present could not be conclusively determined. The submitted controller event log files collectively contained events from 17may2024 through 21jun2024. All of the captured events appeared to show the pump functioning as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This section also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This section also instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The IFU cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Additionally, section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient experienced abdominal pain upon presentation. The patient's atrial fibrillation with rapid ventricular response (rvr) with prior atrioventricular junction (avj) occurred on (B)(6) 2022 and is reported under MFR #: 2916596-2024-07582.